Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited failure to interrogate via bluetooth. The patient attempted to uninstall and reinstall the patient application and was not able to communicate with the device. A magnet was placed over the device and was not able to resolve the issue. No further intervention was performed. The patient was stable throughout the event.